Event description:
Hypoglycemic reaction: hyperglycemia. A pt reported that he experienced a hypoglycemic reaction several months ago while using two separate novopen 1.5 devices. He indicated that he went into the bathroom in the middle of the night and round himself on the bathroom floor some time later. He woke his wife and she tested his blood glucose level. His reading was low so he consumed food and juice. The pt contacted his physician and was advised to make changes in his insulin dose and diet. The pt did not encounter further problems until recently when his blood glucose levels began to climb. He noticed that the pushbutton on one device seems to have no resistance and it has failed the function check. He is also suspicious of the second device because they both have the same mfg lot numbers.